Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient was discharged on (B)(6) 2005. In (B)(6) 2005, the patient was still complaining of prolapse. A cystocele was present. On (B)(6) 2007, the patient was examined as she had been feeling a lump at her vulva, had backache and was uncomfortable walking. A pessary was placed in (B)(6) 2007. The patient was admitted (B)(6) 2008. Ultrasound examination demonstrated severe right-sided hydronephrosis with the right ureter dilated down to the right side of the pelvis. This confirmed that she had an obstructed and infected right kidney. The patient was prescribed antibiotics and the symptoms settled. It was later confirmed that the reason for the obstruction was the presence of a small stone. In (B)(6) 2009 evidence of mesh erosion was identified. On (B)(6) 2010, the patient underwent an excision of vaginal mesh. Following surgery, it was noted that there was a fibrous band of scar tissue on the anterior vagina which had caused the narrowing. Surgery for a le forte's procedure plus perineoplasty for recurrent vault and vaginal prolapse was performed on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.